Event description:
A customer in the united states reported their express 4 centrifuge was stopping in the middle of the spin cycle. The customer also said the lid would not open automatically after the spin cycle. While troubleshooting, the customer noticed an area on the printed circuit board had a black discoloration and that it seem burned. The customer stated there was no smoke or burning smell and the fire department was not called in. The customer did not indicate that any patient samples were affected.

Manufacturer narrative:
The customer indicated that while they were replacing the power harness and board, they found the power harness at the board was melted and charred. The customer has not returned the unit for repair and evaluation, no further investigation may be carried out. (B)(4).